Event description:
I had inspire implanted on (B)(6) 2022 since that day I have not been able to use the implant because of shock, over stimulation, itching at the incision site, and no sleep study to adjust the implant. Upon going to the sleep study, I was sent home because the implant did not work. I have yet to have a sleep study to figure out what is wrong with the implant. I am now seeing another doctor and I have not had any relief other than telling me to try not to sleep on my back and sleep on my side. The doctors have all supporting documents and if you wish for me to get them I will. This implant does not live up to what it says it would do. The shocking is terrible I don't care how much it is lowered. The itching I have been complaining about they keep telling me it is scar tissue (which is hard to believe). I know it was a recall on my model but was told by inspire they have notified the people with the recalled model. Will the FDA please look into these allegations because I do not trust the inspire reps. (Who I have met with on numerous occasions with no straight answers and more adjustments). Thank you. Reference reports: mw5174320 and mw5174322.